Manufacturer narrative:
Section e1: telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while being inserted into the patient's eye, a sensar intraocular lens (iol) had a haptic deformity after passage through the injector. It was noted that there was damage to one of the haptics of the iol after passing through the injector (the haptic that enters the eye first was the one damaged). There was patient contact. There was no incision enlargement, vitrectomy, and sutures done. No patient injury. The surgery successfully completed using the back-up lens. No other information was provided.